Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code concerning the communication between host and oxygen blender module being lost was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board need to be replaced to address the issue. Determination made that device will be disposed of without repair due to leasing being up on device.